Event description:
It was reported that while using the bd instrument max clinical for covid testing potential false positive results were obtained. There was no report if repeat or confirmatory testing was performed. Patient impact was not reported.

Manufacturer narrative:
H6: investigation summary the complaint of "pcr heater warning" and "reader saturation" was received against bd max instrument catalog number 441916, serial number (B)(6). When using the biogx sars cov-2 assay. The customer complaint was handled over the phone. The customer had selected the wrong assay workflow. The complaint was unable to be confirmed. The investigation consisted of a review of the service notes pertaining to the incident, the installation/service history of the instrument, and a review of related instrument complaints and trending data. The instrument was originally installed 25feb 2020. This is not a new installation and does not meet the definition of instrument early life failure. It was also a phone resolution. No parts or materials were returned for the investigation. The root cause is related to user workflow error. No new risks or hazards have been identified. See h10.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd instrument max clinical for covid testing potential false positive results were obtained. There was no report if repeat, or confirmatory testing was performed. Patient impact was not reported.